Event description:
It was reported that non-sustained lead noise was observed. The device was explanted and upgraded to three-chamber device. No adverse events were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise and impedance could not be confirmed. Bench and ate tests were performed and the device was found to be normal.